Event description:
It was reported that there was no sound at the central station. The device was in use on a patient. There was no report of patient or user harm.

Event description:
It was reported that there was no sound at the central station. The device was in use on a patient. There was no report of patient or user harm.